Manufacturer narrative:
Senseonics was made aware of a serious adverse event where the patient was hospitalized due to gallbladder jaundice, while inserted with eversense sensor. The sensor was inserted on (B)(6) 2025 and the hospitalization event happened on (B)(6) 2025. The event was not related to diabetes or to the use of eversense cgm system and there was no allegation of system malfunction. The patient received medication as treatment at the hospital but did not specify the name of medication. The patient's hcp is aware of the event. The patient has continued to use eversense cgm system. This incident does not require further investigation.

Event description:
On 07 july 2025, senseonics was made aware of a serious adverse event where the patient was hospitalized due to gallbladder jaundice, while inserted with eversense sensor. The event was not related to the use of eversense cgm system and there was no allegation of system malfunction. The event happened on (B)(6) 2025.